Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up, premature battery depletion was observed on the device. Device is under fsca battery advisory. Battery longevity showed 9,9 months longevity and battery voltage dropped with no high voltage charging. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and using automated testing equipment and no anomalies were found.